Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event reportedly occurred in the peds; therefore it is presumed the patient was a child it was later reported by the staff that the "occlusion alarm would sound when the infiltration occurred".

Event description:
It was reported that the ed experienced devices failed to alarm for occlusion alarms. The event occurred in the pediatric unit. It was later reported by the staff that the "occlusion alarm would sound when the infiltration occurred".